Manufacturer narrative:
No product was returned for investigation. No DHR review was done as lot was not provided.

Event description:
It was reported that the operating room reported that follow the use of the kit, there was prolonged residual sensory impairment with the numbing lasting 3 times longer than it should. The patient had no feeling and were wetting themselves. Anesthesia staff believed the issue was bupivacaine and are removing it from the kits.